Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of lv capture and low pacing percent in the lv. An x-ray was performed, which revealed a lead dislodgement. A lead revision was being discussed; however, had not been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.